Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how as the device removed from the tissue it was stuck on when it would not open? Dr. Cut the tissue. Was there any damage to the tissue as a result of the event? No. If yes, how was the damage repaired? Was there any patient consequence as a result? No. How was the case completed? Completed with another stapler.

Event description:
It was reported that during a laparoscopic appendectomy with the patient on the table, that when the doctor introduced the device and closed jaws onto the appendix, that due to his visual field he did not see that the reload cartridge had popped out of the device. Doctor stated he is unable to open jaws of the device. Went through manual release steps with surgeon: push red manual release button downward; squeeze firing trigger once plastic to plastic; push anvil release button on back of device. Jaws did not open. Told surgeon, it is up to his expertise to decide next steps.

Manufacturer narrative:
(B)(4). Batch # m54y9l. The analysis found that one sc45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The test cartridge was loaded into the device without difficulties during the visual and functional testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.